Event description:
During the preparation, the tip of the coronary stent was found to be defective. The stent was removed and not used. Manufacturer response for coronary stent, stent: resolute onyx des 3.0 mm x 15 mm (per site reporter). Clinical site reported issue directly to local manufacturer representative.